Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was noted that the outcome was not device or therapy related, and an autopsy would not be performed. It was noted that the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection, respiratory failure, and death as adverse events that may be associated with the use of the heartmate ii lvas. This document also lists infection as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to respiratory failure from pneumonia, as well as mixed distributive and cardiogenic shock. It was also reported that the device functioned as intended. Death was deemed secondary to pneumonia.